Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report will be submitted to represent the purge cassette, the introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella cp was inserted in an 81-year-old female who presented for high-risk percutaneous coronary intervention with a medical history significant for coronary artery disease and diabetes mellitus. Left femoral artery access was selected for device placement. During procedural setup, a technician spiked the five percent dextrose in water with sodium bicarbonate purge solution and initiated priming of the purge cassette in accordance with abiomed on-screen instructions. During the priming process, leakage of purge solution was observed, and the purge cassette was discarded. A backup purge cassette was subsequently obtained and used; however, this resulted in a delay in the initiation of the procedure. The patient experienced a major bleeding event and required device provision or replacement. Review of the event indicates that the delay and subsequent patient experience occurred in the context of procedural setup and purge cassette replacement. Use of large-bore femoral arterial access, in combination with patient comorbidities and procedural factors associated with high-risk percutaneous coronary intervention, may have caused or contributed to the reported bleeding event. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp and the reported event. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/access site adverse event: the cause of the bleed was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.